Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "defib pad short" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant inicated that there was no adverse effect to the patient due to the reported malfunction.